Event description:
It was reported that a malfunction occurred with a pump that was out of warranty. The impact on the customer's blood glucose level was unknown or not disclosed. The customer was instructed to use an alternative insulin delivery method, specifically mdi, while a replacement pump was arranged under an exception policy. Technical support confirmed the shipping address and provided instructions on how to place the defective pump into storage mode and return it with a pre-paid label. The caller understood and acknowledged all instructions.